Event description:
It was reported to boston scientific corporation that an orca valve was used during a procedure performed on an unknown procedure date. During the procedure, the orca suction valve became stuck following depression while using a banding suction cap, resulting in a minor mucosal tear in the upper esophageal tract. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2026 as no event date was reported. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a0509 captures the reportable event of the suction button physical resistance / sticking.